Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 525mg/dl to 556mg/dl. Reportedly, customer was using expired insulin. Bg was addressed via a manual injection, and a supply change. The customer was instructed to consult with healthcare provider regarding bg level.